Event description:
A (B)(6) female pt's husband contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device) has been confirmed. Upon eval, the front response button was intermittent in function. The cause for the inability to activate the device is the intermittent response button. The root cause for the intermittent response button cannot be positively identified. No adverse event resulted from the intermittent response button cable. The pt rec'd a replacement monitor.